Event description:
Information recieved indicates a tubing leak was noted at prime. The hcp tightened the luer connection with a tie-band, but did not replace the device. When the unit leaked again during bypass, the luer broke completely. The tubing was replaced with no interruption to bypass and no affect to the patient.